Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a constant motor error during the rewind due to a corroded motor home switch. The displacement test could not be performed due to the motor error alarm. No cosmetic damage was noted.

Event description:
It was reported that the customer had a motor error alarm during prime on the insulin pump. The customer's blood glucose level was 170 mg/dl. The troubleshooting was performed. The customer was asked if she recalls any significant events leading to the alarm and said nothing. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.